Manufacturer narrative:
Lot number of the suresound not provided by the complainant, therefore the expiration date is not known. The suresound is not being returned therefore, a failure analysis of the complaint device can not be completed. Lot number of the suresound not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review could not be conducted for the suresound as a lot number was not provided by the complainant. According to the instructions for use (IFU) adverse events: potential adverse events include, but are not limited to perforation of the uterine wall. (B)(4).

Event description:
This report pertains to the first of two hologic devices used in the same procedure. See associated medwatch, manufacturer's report# 1222780-2013-00044. It was reported that following sounding with a metal sound and a plastic sound (suresound) and several unsuccessful cavity integrity assessment (cia) tests during a novasure endometrial ablation the physician did a hysteroscopy and saw a perforation at the lower uterine segment. The novasure procedure was aborted. The physician repaired the uterus via laparoscopically and the patient was discharged home. A hysteroscopy, sounding with a metal sound and dilatation (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.